Event description:
The distributor reported a surgical delay in excess of 30 minutes due to a burr breaking. The date of the surgery was not provided. No foreign body was retained by the patient.

Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. The user facility reported that the complaint item was discarded during surgery and therefore not available for review by the manufacturer. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.